Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The integrated electro surgical unit (iesu) was replaced to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis investigations confirmed the reported failure (bi-polar not connecting). M-02-3 error was displayed during boot up. The unit will be returned to original equipment manufacturer (OEM) for repair. The visual inspection shows condition stated in investigation. Bezel discolored and deep scratch. The complaint regarding bipolar not connecting was confirmed based on the field evaluation and failure analysis which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer converted the procedure to traditional laparoscopic surgery after the start of the procedure due to integrated electrosurgical unit (erbe) generator not functioning properly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) case to report bi-polar was not connecting. The customer stated that they tried swapping out the instrument, instrument energy cord, and even swapped bi-polar ports, but the issue remains. The customer also stated that that had an error in the beginning, but power cycled the generator only to clear. The tse viewed system logs and confirmed a m-02 prior to starting but no errors after start of following. The tse also viewed artemis and confirmed bi-polar installed on arm 3 but no energy signal displayed. The tse asked the customer if they knew how old their instrument energy cords were and the customer was not sure. The customer also stated that they do not have a spare instrument cable to try as they have procedures to follow. The tse recommended to try a different bi-polar instrument. The customer installed a fenestrated bi-polar but still no energy indication. The tse recommended to power cycle the system and generator. The customer recommended to the surgeon but then stated that they are not sure what they are going to do and had to go. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial reporter responded that an error occurred prior to start of this procedure and after power cycling the error was resolved. The issue occurred again with erbe during the procedure. This time surgeon did not want to power cycle the system and decided to convert the procedure laparoscopically. The field service engineer (fse) came and replaced the erbe and no issues was noted on further procedures. There was a procedure delay of 10 minutes. There was no injury or harm to patient during or after laparoscopic surgery. The patient was doing well after laparoscopic surgery. Patient information was not provided.